Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a cannon ii plus replacement hub kit for analysis. Signs of use in the form of biological material were observed on and within the device. Visual analysis revealed scratch/stress markings on both the blue venous luer hub and red arterial luer hub; however, no cracks were observed on either luer hub. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. It was noted the threaded compression cap, compression sleeve, and catheter body were assembled onto the hub connection assembly; however, the catheter body appeared intentionally. Severed. Both luer connections were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either of the luer hubs. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The IFU warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure.". The report of damaged luer hubs was confirmed through complaint investigation of the returned sample. Visual analysis revealed both luer hubs contained damage consistent with overtightening or repeated tightening of the hubs. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024, the doctor found the luer hub/fiting has a crack during use on the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, the doctor found the luer hub/fiting has a crack during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".